Event description:
The customer took a blood glucose test in the morning. They dosed 6 or 7 units of insulin. The customer checked blood glucose before dinner and received a result of 243mg/dl and dosed 5 units of insulin. Four hours later the customer passed out. Paramedics were called and they tested and received a result of 21mg/dl, the customer's device read 295mg/dl. The customer was given oral glucose. No controls were being used and the customer leaves the cap off of the glucose strips. A request was made for the return of the suspect device and replacement product was sent.